Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this patient underwent an upgrade from a single chamber to a dual chamber implantable cardioverter defibrillator (ICD). An atrial lead was implanted as the patient required dual chamber pacing due to bradycardia; no issues were noted during the procedure. Approximately one and a half hours after implant the patient had a pulmonary embolism. The day post-implant, the device therapy was deactivated and the patient was placed on comfort care. The patient died the following day. It is unknown if the device will be returned.

Event description:
--

Event description:
Further information was provided by the field representative that the physician did not believe that the procedure caused or contributed to the pulmonary embolism or death. The pulmonary embolism was not confirmed through testing or scans; the patient was on an anti-platelet agent and aspirin and the standard operating procedure for this facility is not to discontinue these pre-operatively. The cause of death was reported as multiple organ failure. Neither the device nor leads were explanted, so no products will be returned.

Manufacturer narrative:
(B)(4).